Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and pump. The customer states they received lost sensor alarms and radio frequency pic failed self-test. The customer's blood glucose level was 107mg/dl. Troubleshoot was conducted and it was noted that the sensor was expired. The customer was advised the sensor would be replaced.